Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. One day after the onset, the patient was hospitalized via the emergency room. The patient was treated with an unspecified antibiotics (doses, routes and frequencies were not reported). At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information was provided because the reporter declined follow up.